Event description:
Boston scientific received information that this right atrial lead and right ventricular lead demonstrated loss of capture as the leads were dislodged as the patient exhibited twiddler's syndrome. Dislodgement was confirmed through chest x-ray but was able to pace rv at 7.5 at 2.0 mv. The patient has underlying rhythm of 30 ppm and did not report any symptoms. During lead revision, they noted that both leads were tied up in knots in the pocket. The physician straightened out both leads and repositioned with good leads diagnostics. At this time, the ra and rv leads remain in service. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.